Manufacturer narrative:
(B)(4).

Event description:
Update sep 25, 2017: medical records received. After review of medical records for MDR reportability, in addition to what was previously reported, patient was revised to address elevated metal ions. Revision notes stated a 200 ml in total of abundant brownish colored fluid emanated from the joint. There were no signs of infection. There was moderate trunnionosis and corrosion of the inner portion of the head. MRI showed a fluid collection. Updated product information and added laboratory findings. This complaint was updated on: oct 24, 2017.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update jun 21, 2017: litigation received. Litigation alleges pain. It was also stated that the surgeon noted metallosis, trunnionosis and corrosion. Stem will be reported for the alleged trunnionosis and corrosion. This complaint was update on jun 29, 2017.